Event description:
It was reported that patient had a 4cm recurrent right rtc tear that was treated with a revision surgery.

Manufacturer narrative:
No valid product code relayed. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.